Manufacturer narrative:
Customer did not provide serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that cardioversion not possible as the device does not receive the signal from the paddles. It is not known if the device was being used on a patient. Additional details have been requested. There was no report of any adverse patient impact.

Manufacturer narrative:
.